Manufacturer narrative:
The pump was received with a blank display due to a severely corroded battery tube. Unable to perform the displacement test due to a blank display. The pump also had a broken battery cap, a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer was trying to change the battery and the battery cap broke apart and got stuck in the pump. Customer stated that the pump no longer has power. Customer's blood glucose was 7.6 mmol/l. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.